Event description:
It was reported that this implantable pacemaker recorded an alert for the device switching to safety mode. Technical services (ts) advised the device to be replaced, however, there is not a scheduled date at this time. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker recorded an alert for the device switching to safety mode. Technical services (ts) advised the device to be replaced, however, there is not a scheduled date at this time. The device remains in service. The device was explanted and replaced. No additional adverse patient effects were reported. The device replacement procedure was conducted without the presence of a company representative, therefore, the device was unable to be retrieved and returned for analysis.